Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connections were reinserted during the service call.

Event description:
The customer reported that the 9900 system had a communication error during an intervention. No pt injury was reported.